Event description:
It was reported that as the surgeon attempted to insert a cc4204a collamer plate lens, the lens ripped as it was advancing in the eye. No pt contact.

Manufacturer narrative:
(B)(4): eval results - (other) - a parent/child work order search was performed and there were no similar complaints found. (B)(4)